Event description:
It was reported that the rv lead had dislodged resulting in lv only pacing. The lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.